Event description:
I rec'd a total hip replacement on (B)(6) 2006, at (B)(6) hospital done by dr (B)(6). I rec'd a biomet taperloc femoral head along with a biomet arcom 28mm ringloc joint. I was never happy and I made the doctor aware of my difficulties. I have had increased pain and remained in various pain managements through the yrs. In 2010, the pain increased exponentially, and I developed peripheral neuropathy. In (B)(6) 2012, the pain had reached a point I could no longer function and I became unemployed. The va has been treating my symptoms, but it has gotten to the point that I can hardly walk. My quality of life has decreased to the point I can hardly function, in daily activities. I have been waiting for a advisory or recall on this device, as others have. I have no health insurance since I am unable to work.